Event description:
The pt called lifescan and alleged that their meter would not power on. Medical affairs spoke to the pt and obtained/verified the following info: the pt stated that they were unable to test on their meter for approx 1 week. They stated that on the day of the event, they attempted to test their blood sugar but the meter woule not power on. They were feeling dizzy at the time so they called the paramedics. They tested the pt and obtained a result of 34 mg/dl. The pt was treated with glucose and water. They stated that they normally take insulin and that they decreased the amount of insulin because they did not know what their blood glucose levels were. The pt stated that they has not replaced the battery for over 1 year and they did not have a battery to replace the old one. Based on the info provided, there is no evidence of a meter malfunction, however, there treatment for hypoglycemia was delayed because they did not know their blood glucose. A replacement meter is being sent to the pt.